Manufacturer narrative:
A complaint investigation was conducted for the alinity I anti-hbc ii reagent, lot 77227be01. A search for similar complaints identified an increase in complaint activity for lot 77227be01, however, no trends were identified for the complaint list number, 07p87. Device history record review did not identify any non-conformances or deviations associated with the complaint lot number and issue. In-house testing of a retained reagent kit of the alinity I anti-hbc ii complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel. The lot detected the same bleeds as reactive for the seroconversion panel. Based on this data it was shown that the sensitivity performance of the complaint lot is not affected. Labeling was reviewed and adequately addressed the issue. Based on the investigation, no systemic issue or deficiency with the alinity I anti-hbc ii reagent lot 77227be01 was identified.

Event description:
The customer reported a false nonreactive alinity I anti-hbc ii result generated on the alinity I processing module for a 52-year-old male patient. The customer stated that the patient was positive on the roche platform and has had a history of positive anti-hbc results. The following data was provided: alinity I anti-hbc ii result = 0.62 / 0.89 s/co (nonreactive) (reference range: < 1.00 s/co is nonreactive). Roche anti-hbc result = 0.61 coi (positive). Other hepatitis b testing provided: alinity I hbsag result = 17.74 s/co (reactive); roche hbsag result = 313 coi (positive). Alinity I anti-hbs result = 1.11 (nonreactive). Alinity I hbeag result = 0.51 s/co (nonreactive). Alinity I anti-hbe result = 1.86 s/co (nonreactive) there was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p87-77 that has a similar product distributed in the us, list number 7p84, with 510k/PMA/bla number p080023. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported a false nonreactive alinity I anti-hbc ii result generated on the alinity I processing module for a 52-year-old male patient. The customer stated that the patient was positive on the roche platform and has had a history of positive anti-hbc results. The following data was provided: alinity I anti-hbc ii result = 0.62 / 0.89 s/co (nonreactive) (reference range: < 1.00 s/co is nonreactive) roche anti-hbc result = 0.61 coi (positive). Other hepatitis b testing provided: alinity I hbsag result = 17.74 s/co (reactive); roche hbsag result = 313 coi (positive) alinity I anti-hbs result = 1.11 (nonreactive) alinity I hbeag result = 0.51 s/co (nonreactive) alinity I anti-hbe result = 1.86 s/co (nonreactive) there was no impact to patient management reported.